Event description:
It was reported that a patient recently tracheotomized with a size 8 dct, disposable cannula low pressure cuffed tracheostomy tube developed a "stage 3 ulcerated sore" at the stoma site. It is unknown how long the device had been in use or what type of trach care had been administered. The patient was transferred from the hospital intubated with 8 dct device to a rehabilitation facility. The attending medical staff determined that the reported condition may have been caused by the fit and placement of the device neck-flange. The patient was re-intubated with another 8 dct device. There was one patient involved who has returned to baseline condition following treatment and monitoring of the affected stoma site. The involved 8 dct device was discarded and as such is not available to be returned to the manufacturer for identification, analysis, and investigation. Although the cause(s) of the reported problem are unknown, there was no reported device malfunction and/or any type of material surface defects associated with the reported 8 dct device.